Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges batch of cannulas are faulty. Caller reported the cannulas have fallen out of the customer's body on three occasions resulting in blood glucose level of 33 mmol/l. Alleged cannulas have been discarded. No adverse event reported. No product will be returned.